Event description:
I.v. Infiltration reported. The specific pump involved in the event was not set aside and the serial number is unk. Pump had been set to infuse d5w with 50mg dramamine at 50 ml/hr. A nurse reportedly had checked the child and everything was fine, but approx one hr later the child had extensive pitting edema from the arm i.v. Site up to and into his chest area. The child's parents reportedly took him out of the hosp. To another facilty. This account has not heard from them since and they have no info regarding outcome. It is not known if the infiltration resolved on its own or if medical intervention was required. No further info regarding the incident was available.